Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) was hospitalized due to syncope and loss of capture. Threshold testing was performed and measured 1.2@0.8. Additionally, the right ventricular (rv) pacing impedances have been steadily declining since implant and now are measuring 282 ohms. Noise was also observed on a most recent pacemaker mediated tachycardia (pmt) event. It was suspected there was a lead issue. Subsequently, this device was explanted and replaced and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.